Event description:
It is reported that the device was implanted in 2007. Post-op six months later, the post and hinge mechanism were revised due to post backing out.

Manufacturer narrative:
Evaluation summary: hinge post extension shows deformation damage to the threads, but does not assemble properly with the threads on mating hinge post. As a result, two threads are sticking out of the shoulder on hinge post. The poly box shows extensive damage to the bump stop with visible marks of threads digging into it. Sleeve shows fracture damage to flange. X-rays show the hinge post extension loose and backed out causing joint laxity. The damage to threads on hinge post extension indicates the possible cross-threading between the parts. As a result, the hinge post extension would not have assembled properly and it was sticking out and hitting the bump stop on poly box. Also, the cross-threading might have given a false perception of hinge post extension getting tightened, but it never got tightened to recommended torque level. Improper assembly of hinge post extension appears to be the cause of loosening and backing out. Evaluation: hinge post extension is seized in the hinge post with two threads being visible. The threads exhibit deformation damage. The flange of the tibial bushing is fractured. Device history records are intact and conforming and indicate device was manufactured to specification. There is no indication that design or manufacture contributed to this outcome.